Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out b5, d8, and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned, and a specific root cause of the b30 error code could not be identified with the information received. The event can be detected and/or prevented by following the instructions for use which state: "instructions otv-s190 chapter 9 troubleshooting 9.2 troubleshooting guide" olympus will continue to monitor field performance for this device.

Event description:
It was reported that the device malfunction occurred at the beginning of the procedure which led to a delayed and then an aborted procedure. Additionally, the peg tube exchange was completed without scope guidance. The user attempted to try different scopes as no other processors were available. No other scopes worked with this processor. Furthermore, the user tried troubleshooting the reported issue on mach 25, 2024. The user reported having b30 and e216 errors with multiple scopes and multiple light sources. The user tried 5 different scopes by powering down the system between swapping scopes and continued having the same issue. The scopes were tried on different light sources (that were scheduled to come in due to sticky power button) and the problem still occurred. The facility had one loaner scope that the reported issue did not occur on.

Event description:
It was reported that the light source produced a reddish/blurry image and exhibited a b30 and e216 scope communication error code. The issue occurred during a therapeutic esophagogastroduodenoscopy. The procedure was aborted and there were no reports of delays or patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.